Event description:
It was reported that the patient underwent a posterior spinal surgery. The patient underwent a revision surgery to expand the construct to an adjacent level. It was reported that the driver tip broke during the revision surgery. No patient complications were reported.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/01/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6), 2010 the lay user/patient's brother contacted lifescan (lfs) alleging that the onetouch ultra meter was reverting to the set up mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient's brother reported the alleged issue began on (B)(6), 2010 at an unspecified time. The brother informed the cca that the patient was not taking any diabetes mediations at the time of the alleged issue. It is not known whether the patient made any changes to his diabetes management regimen due to the alleged issue. The brother indicated 24 hours after the start of the alleged issue, the patient was sweating and incoherent. As a result of the alleged symptoms, the brother stated that the patient did not seek any medical treatment. At the time of troubleshooting, the cca verified this was not the first time the subject meter had been used, there was no misuse of the meter, and the alleged issue did not occur after removing or replacing the battery. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k) # is k062195.